Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted a dent in the front and back of can. There is contamination in rv and df+ lead barrels. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient with this device had undergone a procedure during which they were reported to have become asystolic. The device was checked post-procedure where it was noted that the pacing thresholds were elevated, impedances and r-waves had dropped. Subsequently it was reported that the patient had an infection; the system was explanted. There were no additional adverse patient effects reported.